Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the rv lead triggered an alert due to out of range impedance values.

Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implant date: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to elevated counts to the sensing integrity counter (sic) and a larger than normal impedance variation on the rv coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.